Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient developed an infection in the form of an abscess. The patient's left ventricular lead was explanted on (B)(6) 2019. The patient was discharged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.